Event description:
Patient taken to operating room for deep brain stimulator (dbs) surgery with planned placement of 2 intracranial electrodes. Intraoperative, pre-incision imaging was obtained using the globus excelsius3d (e3d) system. This first e3d image was merged ("registered") with the patient's preoperative MRI in order to navigate using the globus excelsiusgps robotic system. Preoperative accuracy checks were performed using the globus navigation system and during the opening stages of the operation and appeared to be within tolerable limits. Using the robotic system, the first dbs cannula was placed into the brain. E3d images were obtained to evaluate cannula placement. This second intraoperative image appeared to show that the cannula was placed inaccurately, approximately 1.5-2 mm away from target at an incorrect angle. The cannula was removed. A third e3d image was obtained and merged as a second registration in order to eliminate other sources of error such as intraoperative shift of the registration frame. Using this second registration, the dbs cannula was again placed into the brain. A fourth e3d image was obtained for evaluation of the second cannula. This appeared to show that the cannula was again inaccurate, mis-aligned in the opposite direction. The cannula was removed. The entire stereotactic and robotic setup was evaluated, with no apparent cause of inaccuracy seen at the time of the surgery. Surgery was aborted. The patient awoke without apparent neurologic complication. Postoperative CT images showed no apparent hemorrhage or other injury.